Event description:
Ready to ablate for an atrial flutter ablation and the rf generator showed an error making it unable to ablate. There was a "temp low" error displayed. Prepared and properly set to ablate, the rf generator would not come on. We changed cables which made no difference, then the catheters were exchanged. Immediately the generator worked; it came on and we could ablate. The new catheter was the same brand, type and size. We contacted biosense webster tech support. There was no adverse outcome to the patient.